Event description:
Material # 10013902, batch # 24029334. Issue description - separation issue. Verbatim: additional samples that were received that were not mentioned (all model 10013902): external ID, issue, lot number. 57993 ¿ separation issue ¿ lot 24059174. 57828 ¿ priming issue ¿ lot 24069361. 54968 ¿ separation issue ¿ lot 24029334. 56089 ¿ separation issue ¿ lot 24029334. 57924 ¿ priming issue ¿ lot 24059174. 58007 ¿ priming issue - lot 24059174. Unknown file separation ¿ lot 24029334. Number

Manufacturer narrative:
It was reported that the set separated. One sample model 10013902, lot 24029334 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the filter inlet port. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturing investigation, the possible root cause of separation between tubing-sleeve/filter is due to lack of solvent that could be related to issues with the pin used in the solvent dispenser. The standard work instruction was updated on (B)(6) 2024 to specify that for sleeve-filter joints it must use medica 15 solvent dispenser with 1.4mm pin to assure the correct consistency of solvent and proper assembly. A device history record review for model 10013902 lot number 24029334 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # 10013902; batch # 24029334. Issue description - separation issue.